Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has become stuck and will not press down. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer reported a blood glucose level of 224 (mg/dl). Reportedly, customer will continue to use the pump for insulin therapy.